Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error during bolus for more than four times. The customer's blood glucose level was unknown. The customer stated that the drive support cap was normal. The customer reported that the clip of the insulin pump also broke. The customer was able to complete insulin pump rewind. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.